Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that a couple weeks ago they started getting shocks in their pelvic floor so they turned their stimulator off. When patient went to turn it back on again they encountered a por message. Patient had a fall where they broke their hip in september and underwent hip replacement. Patient is having a lot of difficulty recovering from the broken hip and wondered if the device was causing this or causing issues with their nerves from recovering. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from hcp. They reported that the cause of the por was determined and most likely cause was battery reaching end of life. Patient had been referred to a healthcare professional (hcp) for the removal of the expired neurostimulator and lead, and replacement with new system. It was unknown the impact of from the fall. The device was placed in 2013 so most likely the battery expired before the fall. Patient symptoms have been worse for a while, even prior to the fall (B)(6) 2021. The device did not have an impact to the patient's healing from their hip surgery. It was said that patient continues to have pain despite the device not active/expired which most likely is related to obesity and scar tissue from previous radiation tx from uterine cancer in 1999. Moreover, patient reported that their symptoms, particularly with fecal incontinence has increased which had been ongoing for a while but seemed to worsen after (B)(6) 2021 when they had a fall, ended with a closed fracture of the neck of the right femur. Patient's last visit with the hcp was on (B)(6) 2021 and discussed at that time that sooner or later patient will need their device replaced. Patient reported that since their fall, they had been getting an error reading on patient controller. Hcp had initially chec ked using the patient controller and was unable to get any type of reading or connection with ins. They used the n'vision clinician programmer to evaluate and after multiple attempts was not able to communicate with the ins. It was discussed with patient that the device was not active whether it was a result from the fall or the ins being simply expired as it was placed in 2013. Average battery life was discussed with patient. As approximately 5 years which patient was well beyond. Device is said to be returned.

Manufacturer narrative:
H6: codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va080t8, implanted: (B)(6) 2013, explanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from hcp. They stated there was no dislocation of the lead prior to surgery, and there was no fracture at the proximal portion of the lead prior to surgery. They stated the lead was broken during surgery, and stated the cause was because it was an older lead, design was poor. They stated the fall's effect on the implant was not determined. The patient has a new lead and the portion which remained in the patient is still in the sacrum.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that a couple weeks ago they started getting shocks in their pelvic floor so they turned their stimulator off. When patient went to turn it back on again they encountered a por message. Patient had a fall where they broke their hip in (B)(6) and underwent hip replacement. Patient is having a lot of difficulty recovering from the broken hip and wondered if the device was causing this or causing issues with their nerves from recovering. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from hcp. They reported that the cause of the por was determined and most likely cause was battery reaching end of life. Patient had been referred to a healthcare professional (hcp) for the removal of the expired neurostimulator and lead, and replacement with new system. It was unknown the impact of from the fall. The device was placed in 2013 so most likely the battery expired before the fall. Patient symptoms have been worse for a while, even prior to the fall (B)(6) 2021. The device did not have an impact to the patient's healing from their hip surgery. It was said that patient continues to have pain despite the device not active/expired which most likely is related to obesity and scar tissue from previous radiation tx from uterine cancer in 1999. Moreover, patient reported that their symptoms, particularly with fecal incontinence has increased which had been ongoing for a while but seemed to worsen after (B)(6) 2021 when they had a fall, ended with a closed fracture of the neck of the right femur. Patient's last visit with the hcp was on (B)(6) 2021 and discussed at that time that sooner or later patient will need their device replaced. Patient reported that since their fall, they had been getting an error reading on patient controller. Hcp had initially checke d using the patient controller and was unable to get any type of reading or connection with ins. They used the n'vision clinician programmer to evaluate and after multiple attempts was not able to communicate with the ins. It was discussed with patient that the device was not active whether it was a result from the fall or the ins being simply expired as it was placed in 2013. Average battery life was discussed with patient. As approximately 5 years which patient was well beyond. Device is said to be returned. Additional information was received from the patient. They reported that the cause of the ins having broken and not working was not determined. It was unknown if the implanted system was affected by the fall. When asked what most likely caused or contributed to the issue, if not the fall, they replied they would not know if it was broken during the fall until it was removed, but they knew for sure that it did not work anymore and had been in since 2013, so the battery for sure had most likely expired. X-rays showed a possible dislocation of the lead or maybe a possible fracture at the proximal portion of the lead. The issue was first noticed in (B)(6) 2021. They noted their device status as 'other,' and stated it was still in, but would be removed and replaced with an MRI-friendly device in the near future. Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had their old stimulator and lead taken out and a new stimulator and lead placed that is MRI compatible.  Patient said, the stimulator battery was shot and it was done. When patient went to the surgeon for the first time they said the battery doesn't seem to be working but the lead seems to be ok. Yesterday dr. (B)(6) before the surgery said we are going to put all new product in. Patient requested they get full body MRI compatible product because they have liver disease where they have to get routine MRI's and cat scans. Patient needs an MRI in (B)(6) . Caller said, after surgery yesterday the medtronic representative came in and said we have some bad news. One of the leads broke off and the doctor couldn't remove it. Patient was told that they are now not MRI compatible and they would need to go to a neuro surgeon to have the lead removed. Caller didn't know if the lead was broken when the doctor went in for surgery, or if the lead broke when trying to remove it. Patient mentioned dr. Wessman put in their other two implants. Dr. Wessman said they knew there was something wrong with the lead and stimulator. They looked at the flats (x-rays?) And knew something was wrong ((B)(6)2022). Dr. Wessman didn't feel comfortable doing the surgery because the patient has a cardiac issue. The patient went to the new doctor mistry two weeks ago. The patient said they got a letter from medtronic saying they wanted the explanted product sent back. The patient said she told them yesterday they need to send the explanted product back.  Patient said they are going to their primary care physician today and they are going to ask for a referral for a neuro surgeon.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va080t8 serial# implanted: (B)(6) 2013 explanted: (B)(6) 2022 product type lead correction: g2: health professional should have been checked on previous supplemental report. B5 has been updated to include information previously captured in (B)(4), as it was determined that this information pertains to this report instead. B5 for entire event sent (paragraph three captures new incoming information, and paragraph four captures the report from the above mentioned MFR. Report #.) H6: codes have been added to align with merged and new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.